Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon deflation failure occurred. The 80% stenosed target lesion was located in the non-calcified and non-tortuous saphenous vein graft of the right coronary artery (rca). The lesion was not pre-dilated. This 2.75x16mm taxus liberte was selected for treatment and advanced to the lesion without complications. The stent was deployed on the first attempt at 16atms for 30 seconds using another manufacturers' inflation device filled with a 50% ratio of contrast. There were no complications with the inflation of the balloon on the stent delivery system (sds). After the stent was deployed, the balloon did not deflate. The physician attempted negative pressure without success and ultimately intentionally increased the pressure until the balloon ruptured. The device was removed from the patient intact. The procedure was considered completed with the implant of this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).